Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause could not be determined for the fixation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately two months¿ post implantation due to instability and an infection. During the procedure, while removing the head and liner, the stem fell out of the patient¿s femur. The head and liner were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, associated reports: 0001822565-2023-01918. D10: cat #: 00875705201 / 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners / lot #: 65792472. Cat #: 00875201032 / 32mm i.d. Size ii elevated rim liner use with 52mm o.d. Size ii shell / lot #: 65780369. Cat #: 650-1162 / delta cer fem hd 32/0mm t1 / lot #: 3145188. G2: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.